Event description:
The user reported that the patient developed a pneumothorax during a pleural effusion drainage procedure. The air ingress occurred after the slip fit luer disconnected from the drainage tubing. The physician monitored the patient for a short time post procedure with no treatment required or complications reported. No other harm or injury was reported.

Manufacturer narrative:
Device evaluation: the suspect device is not expected to be returned for evaluation. A follow-up report will be submitted when the evaluation has been completed.